Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Additionally, there was a difficulty encountered when getting the stylet down to the ra lead. A revision was performed and the ICD along with the right ventricular (rv) lead and ra lead were explanted. No additional adverse patient effects were reported. This ra lead will not be returned for analysis.